Event description:
Patient was revised to address malalignment of the tibial nail and ankle pain.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states the distal third didn't line up well, fell into valgus, and the patient was having some ankle pain. The nail was removed for realignment. Provided information also states the product is not suspected of failing to meet specifications. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.